Manufacturer narrative:
Unit received with depleted (B)(4) alkaline battery installed. Unit uploaded properly using carelink pro using date range 04/26/2017 to 06/28/2017. On carelink pro, no data existed using date range 02/01/2017 to 04/25/2017. Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and the delivery accuracy test. Unit was unable to prime during prime test. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had cracked reservoir tube lip.

Event description:
It was reported that the customer passed away at home. The customer was not hospitalized. The cause of death was blunt force trauma to the head. The caller stated that the customer fell. The customer had diabetes complications , kidney disease with a kidney transplant, and heart disease. The customer¿s blood glucose was unknown at the time of death, but the last reading recorded on the meter or pump was 80 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.